Event description:
The patient was reportedly experiencing loss of sound and loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device is not functioning. Surgery to explant the patient's device has been scheduled.